Event description:
The physician used the circular stapler on the pt initially without complication. The pt returned to the or weeks later with a leak. The physician took the pt back to the o.r. He performed another end-to-end anastomosis with the device. This time upon inspecting the staple line he noticed that the staples did not completely fire and he oversowed his staple line. The device was discarded.